Manufacturer narrative:
The reported event was not confirmed. The returned device functioned as intended during evaluation. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.

Manufacturer narrative:
Reporter phone number(B)(6).

Event description:
It was reported that during a radiofrequency ablation procedure, the physician noticed that screen was not working properly. Multiple attempts to restart the screen were unsuccessful, and the procedure was aborted.